Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device is showing signs of premature battery depletion. The overall longevity indicated the battery voltage curve seemed normal; however, the clinician and physician believe that the device was showing signs of premature depletion. There are no adverse health consequences to the patient.